Event description:
Read direction and used thermacare heat wrap. It was on for eight hours to relieve strain back/side muscles. Felt warmth; never any burning. When wrap was removed pt found many burns and redness. Showed nurse, the next day. Wanted to know what caused this and told to be careful of infections. Used neosporin on area. Two days later, had pictures taken for blisters on top of blisters and clothing irritated area. Called thermacare and talked to rep. He stated forms would be sent and would do a follow-up call (never received). Had pt talk to a medical assistant. He informed pt to see a doctor. Bought solarcaine burn relief (after talking to pharmacy dept). Three days later - a 2 hour car ride caused rubbing and discomfort. The day before started to use vitamin e on area. Took half day off work to see dr. Pt told they would have scars. Pt needed to use dove soap and polysporin. Had pictures taken. Pt received a letter from thermcare with forms that needed to be completed. Stated they would pay for any bills insurance did not cover.